Event description:
Caller reported that a tandem charging cable was damaged, and they were unable to connect with their g7 sensor. The customer completed a pump reset independently, and technical support confirmed there were no power cycle logs in the pump's history. Technical support provided detailed instructions for resetting the pump, advising the caller to maintain a distance from the old sensor before restarting the session. The customer acknowledged this guidance and agreed to follow up if issues persisted. As the charging supplies were not functional, technical support planned to replace them via two-day shipping. There was no reported impact to the customer's blood glucose level. Customer will continue to use current pump.